Event description:
It was reported that the customer put accidentally the wrong amount of blood glucose on the insulin pump. The customer was blood glucose level was 264 mg/dl. The customer was transferred to help line for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.